Event description:
Customer reported that the scaling of drr plots for focus release 2.5.0 are different that release 2.4.0. The plots are larger. If a user were to create blocks directly from the drr plots, they would be incorrect size. In this case, 9% larger. The user felt this could result in exposure of a larger pt volume than prescribed.